Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received multiple, minimum fill messages. Reportedly, the cartridge was filled with 200-210 units of insulin. The customer's blood glucose level 140 mg/dl. The customer reloaded the cartridge successfully and completed the load process.